Event description:
The end user was going down a ramp when the unit veered to the left causing end user to fall out. The end user had fractured thier left leg a year ago and the fall caused end user to re-fracture the same leg.